Event description:
Customer reports that the fiberoptic connector is mislabeled. The sticker indicating lock and unlock is incorrect on the connector. Hospital could not disconnect catheter and intermediate cable. They pulled on the assembly until it broke. Catheter was left in the pt for drainage and was attached to an external transducer to monitor pressure. No pt injury was reported. Only one unit has been used.